Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One empty open foil packet and one winding former with four needle suture combinations, one detached needle and one suture were received for analysis. Product code pdpb776d, which is a control release and requires eight strands per packet. During the visual inspection of the detached needle, the swage and attachment were not as expected, since a light swage was observed. The barrel hole was examined under magnification for suture remnants, and none was observed. Additionally, the suture showed an insufficient impression at the insertion mark. Besides that, the four needle suture combinations, the swage and attachment area were noted to be as expected. No issues related to pull off suture needles were observed during the evaluation. Functional test was performed using instron equipment, and the pull force meet the minimum requirements. Based on the information currently available, light swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. H3 investigation summary: the product was returned to ethicon for evaluation. One empty open foil packet and one winding former with three needle suture combinations, were received for analysis. Product code pdpb776d, which is a control release and requires eight strands per packet. Upon initial inspection of the returned samples, the swage and attachment areas were noted to be as expected in all needles. The sutures were dispensed without any problems and were examined along the strands; no anomalies were observed during the evaluation. The functional test was performed using instron equipment, and the pull force meet the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to pull off - suture needle were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on 29-08-2025 and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, the joint part between the suture and the needle was weak, and then the suture would easily detach, and some of the needles had originally detached, so the products could not be used. It was a control release needle. Another product was used to complete the case. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.